Event description:
New information received notes the rf telemetry on the pacemaker has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented via remote transmission. Upon interrogation, the pacemaker could not connect with rf telemetry. No interventions were performed and the patient continued with inductive telemetry. The patient experienced no adverse consequences.

Manufacturer narrative:
Date of implant should have been (B)(6) 2018.